Manufacturer narrative:
The tech found that the brake mechanism was not providing enough tension to the casters and the lobe of the cam was worn due to normal wear and tear. The tech replaced the brake mechanism and adjusted the brake tension to repair the bed.

Event description:
Info received indicates while inspecting the bed, the tech found the brake pedal engaging but the casters still moved slightly.